Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. The patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection (inj.) Vancomycin ip 2g (weekly once for two weeks) and inj. Fortum ip 250mg in each bag (3 exchanges per day) for 14 days. The patient remained hospitalized and was recovering.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.